Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that sec 20dp w/ss dc low sorb tubing was kinked. The following information was provided by the initial reporter: material #: 10014881, batch/ lot #: unknown. It was reported that the tubing was kinked at the connection. Verbatim: it was reported that the tubing was kinked at the connection (the tubing was already secured due to cytotoxic hazardous material so I was unable to visualize kink). It does contain chemotherapy pembrolizumab, and I do have the sample available to send.

Event description:
It was reported that sec 20dp w/ss dc low sorb tubing was kinked. The following information was provided by the initial reporter: material #: 10014881, batch/ lot #: unknown. It was reported that the tubing was kinked at the connection. Verbatim: it was reported that the tubing was kinked at the connection (the tubing was already secured due to cytotoxic hazardous material so I was unable to visualize kink). It does contain chemotherapy pembrolizumab, and I do have the sample available to send.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-28. Investigation summary: one sample was received for quality investigation. The customer complaint that tubing was kinked was verified by visual inspection. Kinks were observed in the tubing of the samples received. In addition to the kinks observed in the tubing, the tubing looks to be crimped into the luer fitting with visible creases in the tubing. A device history record review could not be performed on model 10014881 because a lot number was not provided by the customer. The root cause for the issue identified by the complaint is an issue with the assembly process at the manufacturing facility.